Event description:
It was reported that the device¿s high-pressure alarm stopped working. There was patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed a record of high-pressure alarm that occurred during pump operation. Functional testing was unable to replicate the reported issue; however, ¿no disposable attached¿ was confirmed. The root cause was determined to be a possible defective downstream sensor. The downstream sensor was replaced and upstream sensor re-calibrated. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.